Event description:
On a date still unknown to us (presumably in 2008), an electrosurgical procedure was performed at hospital da arrabida, portugal. An electrosurgical generator (no model has been revealed) and an unsplit dispersive electrode (model rs05) were used. The nature of the procedure and its precise location on the body have not been disclosed to us so far. The patient was burnt underneath the dispersive electrode. Because of the lack of information so far, the location, size and severity of the burns are still unknown. We only do know that the dispersive electrode involved in the incident shows one burnt area (25x3 mm) on the right of the small side of the electrode opposed to the connecting tab. It is unknown, whether the wound of the patient was treated. (We suppose, it was.)

Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been tested visually, electrically and thermally. Mechanical tests were performed on 3 retained samples (the device involved in the incident was in a state not suitable for the mechanical test). All samples were found to perform within the limits. No faults could be detected. We have sent a questionnaire to the reporting distributor to gain the information necessary to perform a root cause analysis. Despite of repeated efforts, we have not received any of the requested information yet. Based on the date available to us, no conclusion can be drawn so far. We will continue to ask for further information and will relay such information and any conclusion in a follow-up report.